Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the outer insulation was breached (clavicle-rib crush). It was also noted that all conductors were distorted, the proximal conductor had blood/body fluid (not obstructed), and there was blood in/on the helix mechanism. (B)(4) the full lead was returned, analyzed, and the outer insulation was breached (clavicle-rib crush). It was also noted that all conductors were distorted, the distal conductor was distorted, all conductors had blood/body fluid (not obstructed) the distal conductor fractured due to overstress, the outer insulation was torn, and there was blood in/on the helix mechanism.

Event description:
It was reported that the patient's right ventricular lead exhibited decreasing and low impedance, and the unipolar impedance was higher than the bipolar impedance. Later there was noise on the lead, and it was determined that the lead had fractured and there was insulation damage due to clavicle rib crush. The lead was explanted and replaced. The atrial lead was electively replaced and subsequently tested out of specification. No patient complications have been reported as a result of this event.